Event description:
Event as described by user: "(B)(6) med ctr received 8 sapphire devices and had issues with 1 screen on the pump and we are sending them a new one. However, their biomed dept wanted to make sur the pumps are working according to OEM specifications. They did testing and found that all their pumps were producing at least 20% more than what is programmed to give. The customer is really upset and thinking about possibly moving away from the pumps." Additional info received on (B)(6) 2015: "we first of all asked questions with regard to his current technique etc and it became apparent that he was not using the right catheter or the right set. However, the biomed engineer was extremely experienced and has performed testing on many pumps and he is grossly unhappy that accuracy within spec of +/- 2.5% is only in certain conditions that are not consistent with clinical practice. Their hosp does not use 18 gauge catheters, they use 17 ga, 19 ga, and 20 ga arrow brand catheter sets. He states he is fully aware of all the environmental issues that can affect accuracy and what he is seeing with the catheters they are using is very concerning. We are now arranging on-site level 1 training for the customer, so face to face discussion to overcome this objection, planning to do this week."

Manufacturer narrative:
(B)(4). Q core medical ltd is submitting the report on behalf of hospira. (B)(4).